Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference#: 3006705815-2019-01900. It was reported the patient's leads migrated. As such, the patient will undergo surgical intervention at a later date to address the issue.

Event description:
Related manufacturer reference#: 3006705815-2019-01900. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 where the leads were repositioned. Effective therapy was established post-operatively and the issue is resolved.